Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that vessel puncture closure was attempted using two starclose se devices for two access sites after a balloon angioplasty interventional procedure. Reportedly, "hook remained stuck in the sheath" for both starclose se devices. Manual arterial compression was applied to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported hook (clip) remained stuck in the sheath was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.